Event description:
On (B)(6) 2012, it was reported that all of the buttons on the patient's infusion device are unresponsive. The patient put a new battery in the device but the buttons still didn't respond. After changing the battery again, the patient's infusion device displayed e8 (power interrupt). She was unable to clear the message because the buttons were still unresponsive. She had noticed that the rubber was starting to come off of the surface of the buttons. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.